Event description:
Patient's device was programmed off due to significant weight loss. Information was later received noting that the physician believes the weight loss to be due to the vns stimulation causing decreased appetite, and that the weight loss has been happening for the last 4-5 months. No other relevant information has been received to date.